Event description:
User alleges that one hour after surgery completed the nursing staff turned the pt to make him more comfortable. Immediately after he complained of severe chest pain and had become acutely hypoxic. Examination showed a rapid respiratory rate, central cynaosis and a pulse oximeter reading of 80% saturate, despite receiving high-flow oxygen through a non-rebreathing system. Further inspection showed that the intravenous fluids had been disconnected from the central venous line during the turning of the pt. The three-way stopcock was open to the pt and closed to the distal position. The intermediate position was 'sealed' with the MFR's cap. Air was clearly visible within the central venous line. The pt was immediately placed head down in the left lateral position and the line aspirated to a dramatic effect. The pulse oximeter reading rapidly rose to 97% and a rapid improvement in bp was observed. The pt described feeling better almost immediately.